Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the patient's onetouch verio iq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2015 at 12:00am. The reporter stated that the patient obtained an unknown result using the subject meter compared to a result of "150 mg/dl" using another device, both results taken within 30 minutes apart from each other. The patient manages his diabetes with self-adjusting insulin. The reporter stated that the patient took food/drink on (B)(6) 2015 at 12:00am in response to the alleged inaccuracy. The reporter denied that symptoms developed and no treatment was received. The reporter denied that the patient's blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. No symptoms developed and the patient did not receive any treatment. The alleged product issue was not resolved during troubleshooting.